Event description:
Postoperative complications were observed in a retrospective review of patients who underwent total elbow osteoarticular allograft reconstruction between (B)(6) 2004 and (B)(6) 2008 for the management of previously operated on post traumatic arthritis with severe bone loss. The procedures consisted of a total elbow cadaveric allograft reconstruction with gracilis tendon allograft reconstruction of collateral ligaments. Recombinant human bone morphogenetic protein- 2 (bmp-2) was applied to the host-graft junctions of the reconstructed elbow. One patient underwent the reconstruction nine years after his initial injury. The patient experienced mild post-op pain and developed radioulnar synostosis at the level of the ulnar host-graft junction that manifested in limited rotational arc of motion. The synostosis was resected, and the radial head was replaced 13 months after elbow reconstruction, restoring his arc of motion. Seven months after this procedure, the patient sustained radial head implant loosening, resulting in clinical elbow instability, due to noncompliance with activity restrictions.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was limited. Inspection of the device revealed a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket. The posterior cuff miss subsequently resulted in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to the reported suture break. Because the original plunger was not returned, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent failure to retrieve the suture is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, while deploying the proglide, the suture broke. The method used to achieve hemostasis was not specified; however, it was described as "resolved". There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.